Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer's current blood glucose level was unknown the time of the incident. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power error noted during testing. However, battery power error and low battery alarm noted in trace download analysis due to intermittent non-sleep anomaly software error.